Event description:
Eval revealed a misaligned display screen. Review of the pump history revealed several loss of prime warnings associated with zero force.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force. The pump was primed and exercised successfully with no alarms occurring.